Event description:
It was reported that the ICD was removed due to suspected malfunction.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na